Manufacturer narrative:
One pump was received for evaluation. Visual inpsection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Review of the pump's event history log has shown indications of two 10ml and on 20ml bolus tests performed prior to the pump's return to smiths. Functional testing to detect for delivery accuracy found the pump to be delivering outside of specification. The customer's complaint could was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealied no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was receieved that a smiths medical cadd legacy mdl, 6400 is over-delivering and has screen damage. No further information available. No patient injury resulted.